Manufacturer narrative:
Product analysis: analysis confirmed that the stylus and cursor did not align on the screen. The display overlay flex was reseated and the stylus was calibrated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor did not align on the screen. Calibration was attempted, as was using the floppy disk, but the issue persisted. The programmer has been returned for service. There was no patient involvement.